Event description:
It was reported that the patient most likely had a kinked catheter. Other details were not provided. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
Additional information received later indicated that the "everything was a blanket frustration statement made by the nurses". "Every time we have a pump that has given us problems or seemed to fail and we have replaced it, we have turned it in for analysis. The analysis mostly comes back normal; however we do still have more problems with the synchromed iis in numbers than we did with the synchromed els; and that is just my 12 years of experience". Further follow-up was noted as not necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)